Event description:
Caller reported a malfunction on the pump with malfunction code 12, but there were no notable events leading up to the issue. There was no reported impact to the customer's blood glucose level as the caller declined to indicate whether it exceeded 500 mg/dl. Technical support provided instructions to reset the pump, and after doing so, the malfunction did not recur. The customer was informed to call back if any further malfunction code appears and acknowledged this advice.